Event description:
It was reported that a user¿s dexcom g7 continuous glucose monitor paired with the dexcom app but failed to pair with the ilet device, and the user received troubleshooting education that included disabling bluetooth, toggling the ilet cgm setting from g6 to g7, and reentering the four-digit pairing code, with guidance that pairing could take up to 30 minutes. Symptoms included no adverse clinical effects. Outcomes included no alerts or alarms and no need for medical care. Investigation included technical troubleshooting and user education. Investigation of this case revealed a connectivity and setup issue between the cgm and the ilet without evidence of device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user setup and connectivity factors.